Event description:
The coil did not work the way the radiologist wanted. The radiologist re-sheathed the coil. The radiologist then deployed another deltaplush 10, 1.5 mm x 2cm. The coil embolization was successful, and there were no patient complications.